Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that unknown number of wafers had an off-centered starter hole. It was unknown whether the products were used. No photo is available at this time.